Event description:
The following was reported to davol by the patient: the pt alleges that on (B)(6) 2008, he was implanted with a bard perfix plug during a right inguinal hernia repair. The pt states he has had pain and discomfort ever since. The pt further alleges that he had surgery to explant the mesh on (B)(4) 2012, but his pain persisted. The pt stated he felt there was mesh still there that "tried to force itself out. I could feel it and see it just under the skin." Allegedly, he went back for a second explant surgery on (B)(6) 2013, with a different surgeon who explanted the remainder of the mesh and who reportedly told the pt that the previous surgeon had " nicked a main nerve or artery". The pt reports that pain persists despite treatment and nerve injections from a pain management center, where he is currently being treated. He states he is not sure they can help him further as one doctor reportedly told him "there is nothing further I can do, I've blocked all your nerves in the area."

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A specific device failure has not been alleged and medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.